Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified common femoral artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilataton. However, during second inflation before nominal pressure for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.